Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar wouldn't allow the instrument to come out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint regarding the force bipolar wouldn't allow the instrument to come out was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint of "wouldn't allow the instrument to come out." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping, no misalignment of the grips and there were no problems placing the instrument on or removing it from the system. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An additional observation not reported by the site: the instrument was found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection. The root cause of this failure is attributed to the user. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage on the molded insulator. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar wouldn't allow the instrument to come out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.